Manufacturer narrative:
This report is submitted on february 17, 2022.

Event description:
Per the clinic, the patient developed an mrsa infection at the coil site (date not reported). The patient was subsequently treated with IV antibiotics (duration not reported) and oral antibiotics for a duration of 1 week, however, the issue did not resolve. The device was explanted on (B)(6) 2022, and there are plans to re-implant the patient, however, it has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, patient underwent three wound aspirations on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 respectively. Additionally, the patient was hospitalized on (B)(6) 2021. Device analysis report attached. This report is submitted on march 11, 2022.